Event description:
It was reported that during an anterior resection procedure, the device would not close down properly on tin tissue. The patient received a temporary ileostomy there was a potential for leakage due to very thin tissue as a result of diverticular disease. The patient was sent to a monitored unit post op. The patient currently is doing well. There were no other patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.